Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed chiller. The work order states that they are unsure on how they will process the repair for the arctic sun 5000 device. Will need to be assigned to the brazilian team. The customer switches off the device as the alarm won't stop. The screen shows up a black screen with a backlight and straight a continuous alarm (cannot boots up), and it did not sound like a therapy alarm but like an ac failure or piezo buzzer. None. Device scrapped. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when switching on the arctic sun device, the backlight shows up with a continuous alarm. The customer switches off the device as the alarm won¿t stop. The screen shows up a black screen with a backlight and straight a continuous alarm (cannot boots up), and it did not sound like a therapy alarm but like an ac failure or piezo buzzer.